Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigation. Failure analysis found a missing pin that holds the grips together. The missing pin would cause the instrument to function incorrectly. Further failure analysis found the grip tips had several scratch marks and gouges, likely due to contact or collisions with other sharp objects or hard surfaces. It is not clear as to what caused the swaged pin to fall out; however, it is possible that overloading at one of the grip tips provided enough torque for the swaged pin to come loose and consequent collisions of the loose swaged pin with a cannula or other such object caused it to fall out completely. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute an MDR reportable event; however, the missing swaged pin found during failure analysis could cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during an assisted da vinci surgical procedure, while the surgeon attempted to grasp the tissue, the prograsp forceps instrument would not close properly. There was no report of patient harm, adverse outcome or injury related to the reported event.

Manufacturer narrative:
After further investigation and evaluation, failure analysis investigation determined that the failure was likely caused by overloading of the grips. The overloading of the grips is considered mishandling/misuse. Device history record (DHR) review-device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. Based on the device evaluation results, this MDR is being retracted since the failure mode was identified to be due to user misuse / mishandling and not due to a malfunction of the instrument an there was no injury reported.